Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that the tidal volume value is not right. It was reported there was no patient involvement at the time the issue was discovered. There was no report of patient or user harm. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. It has been determined that there was a fault in the gas delivery subsystem (gds) and data acquisition (da) pcba of the device. According to the service procedure, the gds and da pcba need to be replaced. The rse dispatched a field service engineer for onsite service and repair. Tests will be performed, and the necessary diagnosis will be made.

Manufacturer narrative:
A philips service engineer was able to evaluate the device. However, the service proposal for repair expired with no customer approval. No further information could be obtained. The investigation concludes that no further action is required at this time. If the decision is made to have the device evaluated and repaired, a new service order will be opened and will be captured through philip's normal complaint procedure.